Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, granuloma, breast pain. (B)(4).

Event description:
It was reported (via FDA mw5087623) that a (B)(6)-year old caucasian female patient who underwent primary breast reconstruction, due to breast cancer and mastectomy, with two 590 cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including rashes, fatigue, drastic loss of pulmonary function, problems with breathing, and asthma. The patient also reported the following: peripheral neuropathy, mild cognitive impairment, granulomas on lungs over repeated imaging studies, gi malabsorption, leaky gut, sibo, new allergies, frequent urination, significant decrease in balance, decline in vision, dry eyes, dry mouth, dry skin, and cessation of menstrual cycle. The patient also reported that their radiologist stated per MRI, "numerous tiny foci of predominately frontoparietal white matter demyelination, etiology not clear. The possibility of vasculitis or other autoimmune small vessel changes might be considered." In addition, the patient reported the following surgical interventions: chiropractic adjustments, cold laser therapy, physical therapy, nutritional assessments and diet changes, exercise, breathing techniques, and bilateral removal and replacement with two 500cc mentor smooth round high profile saline breast prostheses on (B)(6) 2017. The patient also received a hypersensitivity test that they said based on their symptoms, they have a strong reaction to silicone. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.